Event description:
A peritoneal dialysis (pd) patient reported that he woke to find a fluid leak; he further alleged that the leak was due to his adaptor set. The patient reported that he had contacted his pd nurse regarding the event. The adapter set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. He was not prescribed any antibiotics. It was stated that the patient had his catheter replaced. No adverse event reported at this time. The brand name, catalog number, and lot number of the adaptor set were unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and both the catalog number and the lot number were unable to be obtained to date. An investigation of the catalog numbers and lots delivered to the customer for the product were reviewed and neither a catalog number nor a lot number were able to be determined.